Event description:
A report was received that the patient¿s ipg site had become more painful and tender to touch. The patient was prescribed percocet medication and lidocaine ointment for the pain over the ipg site, and was scheduled as well for trigger point injections over the site. The patient will undergo a revision procedure.

Event description:
A report was received that the patient¿s ipg site had become more painful and tender to touch. The patient was prescribed percocet medication and lidocaine ointment for the pain over the ipg site, and was scheduled as well for trigger point injections over the site. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.